Event description:
It was reported that two days post implant of the device; it was observed the ¿ventricular pacing was periodically missing¿. The electrocardiogram (EKG) showed that a pacing was missing once about in one hour. The device sensitivity was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).